Event description:
The patient was admitted for a procedure in 2008, with a moderately calcified lesion in the mid left anterior descending branch. It was noted that the vessel was tortuous. The physician was penetrating the lesion with an atw guidewire, however, after 20 minutes, he realized that the floppy distal tip of the wire was loose. The physician withdrew and successfully continued the procedure with another wire. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.